Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert, experienced twitching and presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was successfully restored. Post device restoration low pacing lead impedance measurements were noted on all three leads. The high voltage impedance was also low. The physician elected to explant and replace the device on (B)(6) 2019. All therapies were disabled before the procedure. All the leads were tested before connecting to the new device and had normal values. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional: d10. The reported field events of backup vvi and low pacing lead impedance were confirmed in the lab. The device was detected in backup vvi mode due to a power-on-rest (por) caused by an unregulated internal supply voltage, vref. The root cause of the anomaly was found to be due to a capacitor connection issue in the hybrid. Failure event observed during analysis. Final analysis found hybrid current to be high. The device was above elective replacement indicator (eri) when received. The cause of the high input current was found to be a hybrid anomaly. The device was then analyzed by its supplier. The root cause of the failure could not be determined.